Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that one of the inspiratory heater wire pins of an rt225 infant breathing circuit was damaged. The heater wire adaptor cannot be inserted into the inspiratory limb. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a field representative in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. Method: the inspiratory limb of the returned rt225 infant breathing circuit was visually examined for damaged pin. Results: one of the inspiratory heater wire pins was split, preventing the insertion of the heater wire adaptor plug. A lot check was not performed as no lot info had been provided. Conclusion: the heater wire pins are formed during production. A split pin would normally be detected by the insertion of the adapter during a production test. For split pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were split during production or by the end users when they are attempting to insert the heater wire adaptor during the breathing circuit setup. (B)(4).